Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The catheter deflected in all directions when actuating the steering mechanisms but no longer deflected in the correct shape and no longer met specifications for right curve, due to stuck proximal slide right component. This is consistent with the reported deflection issue. Review of the device history record was not possible as the lot number is unknown. The cause of the stuck component remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis.